Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. It was visually observed that the leak was coming from the bottom header of the dialyzer. Estimated blood loss was 150cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded by facility.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.